Manufacturer narrative:
Note: the date of event was 2019-06-28 - the manufacturer was made aware of this event by the ufr with approx. 6 years delay! The ufr is the only source of information and states that the hospital technical department checked the device and suspected a power supply malfunction - reportedly a repair action was ordered. The hospital did not involve the local dräger s&s organization into diagnosis and potential repair measures. The manufacturer can only assume that the repair was done by a unknown 3rd party service - due to the very limited information available and after 6 years of delay a case-specific evaluation is not possible and does not appear to make sense. The case was closed due to insufficient information.

Event description:
It was reported that on (B)(6) 2019 - during use on a patient - the ventilator suddenly and automatically restarted. The user facility stated that the event posed serious threat to patient's life but no consequences to patient´s state of health or further treatment were reported. Reportedly the affected was checked and found to automatically restart at regular intervals. A power supply malfunction was suspected. The device has no UDI as an UDI was not required at the time the device was manufactured.